Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection at the sensor insertion site, which resulted in the sensor coming out of the user's arm. According to the user, symptoms of pain, swelling, and bruising at the insertion site began following sensor insertion on (B)(6) 2025 and persisted until the sensor came out. The infection was confirmed by the hcp on (B)(6) 2025, with the user reporting green-colored discharge ("green slime") from the affected area. No other infections were reported.the user's hcp is aware of the event and prescribed antibiotics.per dms, the user has not been using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site, which resulted in the sensor coming out of the user's arm. According to the user, symptoms of pain, swelling, and bruising at the insertion site began following sensor insertion on (B)(6) 2025 and persisted until the sensor came out. The infection was confirmed by the hcp on (B)(6) 2025, with the user reporting green-colored discharge ("green slime") from the affected area. No other infections were reported.the user's hcp is aware of the event and prescribed antibiotics.per dms, the user has not been using the system since (B)(6) 2025.